Manufacturer narrative:
Concomitant medical products: 5068-45 lead, implanted (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was "symptomatic". The right ventricular (rv) lead exhibited high thresholds. The lead was reprogrammed, capped and replaced. No further patient complications have been reported as a result of this event.